Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump. Customer's blood glucose was 348 mg/dl at the time of incident. Customer stated that there is a crack from the corner of the insulin pump screen over to the battery compartment. No significant event leading to the insulin pump damage were observed. Customer also mentioned that the insulin pump would not work because of the damage. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker..